Event description:
It was reported that there was an issue with the pump's quick bolus and wake button, which was difficult to press and required multiple attempts to activate the screen. There was no reported adverse impact to the customer's blood glucose level. Technical support instructed the user on how to press the button more effectively but ultimately decided to replace the pump, confirming it was within warranty. The customer was informed about the replacement process, provided with storage mode instructions, and instructed to return the malfunctioning pump within ten days using a pre-paid label and return box. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery.